Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device "is going off every four hours". The patient was told that the shocking lead has "either ruptured or fallen off". The patient is overseas and concerned about flying with the alarms on the device going off in the airplane. The patient was given information to a heart institute in the area they are in. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.